Event description:
The customer reported that the co2 module failed testing. There was no pt involvement.

Manufacturer narrative:
Pr#: (B)(4): a follow-up report will be submitted upon completion of the investigation.